Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. A field service engineer worked with maintenance to troubleshoot a damaged cable. Initially, the cable ends were swapped, but the cable was found to be cut. The next day, maintenance technician ran a new cable. The station came online, and field engineer dialed in to verify that the station was fully operational. The system functioned as intended after the field service engineer resolved the issue.